Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an event of infusion set leakage on (B)(6) 2025. Leakage was at the quick release. No further information available.